Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 400s mg/dl) when the pump was "primed". The infusion set was changed multiple times using different infusion set sites and multiple bottles of insulin. Bg remained elevated. Contact did not provide further information regarding the event and did not provide customer's information or contact number. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.